Event description:
It was reported that during a supply change the user could not unlock and remove the cartridge connector from the pump until guided to rotate the connector to the right, rewind the pump, then turn it back to the left to remove, after which the connector and cartridge were successfully extracted and normal use resumed. Customer care provided support that included troubleshooting and user education. Symptoms included no injury or adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. It was concluded that the event was resolved through proper handling and device operation steps, consistent with user technique contributing to the difficulty.